Manufacturer narrative:
Philips service cleaned the crabber card and other cards in the flexpc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray system failed to boot to application on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.